Event description:
Sales rep calls to report that customer has tubing in which there were slices/cuts found in the tubing. After follow up with customer, customer reports that on one sample. There was a chemo leak noted during priming in a pharmacy contained area coming from a slice in tubing that was found just above the drip chamber. There is no report of patient or staff injury as a result. Customer reports that pharmacist was wearing appropriate protective gear during time of incident.